Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Onsite investigation was preformed and the field representative confirmed that the staff monitor was flickering. Replacement of the monitor resolved the issue. No further issues were reported. Analysis of the returned monitor could not confirm that it was flickering as when it was connected to a known good system; the returned display did not flicker as reported but had intermittent lines through the display. The monitor was otherwise functional. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. A full system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that the navigation system's staff monitor was flickering. There was no patient present when this issue was identified.